Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-12913 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set tubing leak event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.